Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code 209 experienced by the customer was associated with a motor channel on a motor servo driver (msd) board. The msd is a printed circuit assembly which powers, controls and monitors the motors on an instrument arm, with one channel for each motor. The system was repaired by replacing the affected multiple servo drive (msd) board. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 209 appears when the da vinci safety system determines that the a fault occurred on one or more motor channels on a msd board. Upon determining this condition, the safety systems put da vinci in a recoverable safe state. As of (B)(6) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while preparing for a da vinci prostatectomy procedure, the customer experienced system error code 209. The patient was under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule for a later date. No patient harm was reported.